Manufacturer narrative:
The patient had hyperglycemia on (B)(6) 2019 and reports her highest bg was 504 before bedtime. Patient called the physician on call and states that she does not remember the specific information on how to treat the hyperglycemia but remembers she eventually went to bed. Patient could not provide the ae assessor with her bg upon rising the next day but she reports she applied a new vgo and now questions if the needle button on vgo stayed engaged when she had the hyperglycemia. The patient was not able to provide the ae assessor with specifics on how she managed to get the bg to decrease or what the hcp orders were; patient stated she was so scared and was having a hard time concentrating when her bg was 504. Patient recovered from the hyperglycemia and was instructed to contact the hcp for a back-up plan.

Event description:
The patient stated that she that she experienced high blood sugar as 409. The patient stated she doesn't have a normal blood sugar that its never been over 200. The patient stated she gave herself additional insulin. The patient also stated she experienced a blood sugar level of 65. The patient stated she called her hcp for medical advice.